Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) was failing several times and customer had to keep restarting the system for it to work. The site tried to position the usm differently, but error kept coming back every time and finally become non-recoverable that they had to deactivate to proceed. The procedure was completed laparoscopically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the dual potentiometer to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.